Event description:
It was reported that the customer had no delivery alarms on the insulin pump. Customer's blood glucose level was 407 mg/dl. Customer was wearing 6mm quick sets and using a quick serter. Customer took a couple of syringes and performed a set change. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test. Customer did not have the tubing clamp and called back later to finish troubleshooting. Insulin was clear and at room temperature. Customer called back on (B)(6) 2014 and customer's blood glucose level was 408 mg/dl. Customer stated that she had not started using the silhouettes. Customer was assisted with resolving the issue with the bent cannula. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.